Manufacturer narrative:
During use in a coronary stenting procedure, one marker band of the super torque catheter was peeled off. There were no reported patient injuries. It is unknown how the marker band was removed. The product was stored, prepped and handled according to the instructions for use (IFU). There were no anomalies noted prior to inserting the device into the patient. The wire was not kinked or damaged in any way prior to inserting the device into the patient. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The target lesion is the right coronary artery (rca). The lesion has a little calcification. There is no vessel tortuosity. There is no stenosis. The device was not used for a chronic total occlusion (cto). No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17648201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿marker band (supertorque) dislodged¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics and procedural/handling factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, during use the marker of the super torque catheter was peeled off. There were no reported patient injuries. The patient has recovered. The device was stored according to guidelines. The device was stored in the cath lab for one month. The product was stored, prepped and handled according to the instructions for use (IFU). There were no anomalies noted prior to inserting the device into the patient. The wire was not kinked or damaged in any way prior to inserting the device into the patient. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. One marker band was peeled off. It is unknown how the marker band was removed. The target lesion was the right coronary artery (rca). The lesion had little calcification. There was no vessel tortuosity. There was no stenosis. The device was not used for chronic total occlusion (cto).

Manufacturer narrative:
Additional information was received indicating the correct initial aware date is 12-oct-2018.

Manufacturer narrative:
During use in a coronary stenting procedure, one marker band of the super torque catheter was peeled off. There were no reported patient injuries. It is unknown how the marker band was removed. The product was stored, prepped and handled according to the instructions for use (IFU). There were no anomalies noted prior to inserting the device into the patient. The wire was not kinked or damaged in any way prior to inserting the device into the patient. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The target lesion is the right coronary artery (rca). The lesion has a little calcification. There is no vessel tortuosity. There is no stenosis. The device was not used for a chronic total occlusion (cto). No other information was reported. The device was returned for analysis. A non-sterile ¿cath mb 5f pig 110cm 6sh¿ was received coiled inside of a clear plastic bag. The device was unpacked to perform the evaluation. Per visual analysis, the marker bands were inspected, and no dislodged condition or other anomalies were noted on the returned device. Per functional analysis, a .038¿ lab sample guidewire was inserted into the catheter via the distal tip. The guidewire was advanced inside of the device and no resistance or difficulty during the guidewire introduction was noted, then the guidewire was withdrawn from the catheter. The insertion/withdrawal functional test was performed successfully. No obstruction or resistance was noted. A product history record (phr) review of lot 17648201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿marker band (supertorque) dislodged¿ was not confirmed. No anomalies were noted on the marker bands and the insertion/withdrawal functional test was performed successfully. No obstruction or resistance was noted. The exact cause of the reported event could not be conclusively determined during the analysis, vessel characteristics and procedural/handling factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ neither the product analysis nor the phr review suggests that the event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.